Manufacturer narrative:
Retention testing was completed on a qualified h232 with three native blood samples and one spiked sample (c=140 ng/l) in comparison to the master lot. Each sample was measured with three test strips of each lot. Results: mean of the measurements with relevant retention material lot # 28136810: first native blood sample : <40 ng/l. Second native blood sample: <40 ng/l. Third native blood sample : <40 ng/l. Spiked blood sample (c=140 ng/l): 147 ng/l. Mean of the measurements with master lot # 28237880: first native blood sample : <40 ng/l. Second native blood sample: <40 ng/l. Third native blood sample : <40 ng/l. Spiked blood sample (c=140 ng/l): 140 ng/l. The results were all within acceptable ranges.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for troponin t on a cobas h 232 analyzer (serial number unknown). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Roche markets two troponin t products in the united states, roche troponin t sensitive and troponin t quantitative. It was asked, but it is not known which specific troponin t test strip was used by the customer. The cobas h 232 is not released for distribution in the united states. The specific date of the event was unknown. The first sample from the patient was from (B)(6) 2018. The first patient sample resulted as 160 when tested for troponin t on the cobas h 232 analyzer. The sample was tested on a cobas 8000 analyzer and the result was normal. No specific repeat data was provided and the unit of measure used for troponin t is not known. The second patient sample resulted as 182 (units unknown) when tested for troponin t on the cobas h 232 analyzer on (B)(6) 2018. The sample was centrifuged, then repeated on a cobas 8000 analyzer, resulting as 10.8 ng/l. The hemolysis index of the sample was high when tested on the cobas 8000 analyzer. The second patient sample exhibited the same behavior as the first sample, but there was no hemolysis of the first sample. No adverse events were alleged to have occurred with the patient. The customer's product was requested for investigation.